Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The customer reported an unknown quantity of false negative results with the binaxnow covid-19 ag card performed on unknown dates. This manufacturer's report addresses product two (2) of two (2). The specific product was not provided, but the customer indicated it was a rapid antigen test. The sample and swab types were not provided. The customer stated, in general terms, some individuals are symptomatic and will not test positive until 5 to 7 days later. No further details about the quantity of results, patients, or additional testing methods were provided. Although requested, no additional patient information, including treatment and outcome, was provided.